Event description:
An explanted generator was returned to the manufacturer for analysis. It was reported that the generator was explanted on (B)(6) 2016 due to battery depletion. During analysis of the generator, an end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator, due to the pulse generator remaining ¿on¿ post explant. Review of the ram/flash data downloaded from the pulse generator shows an indication of increased impedance value from 2734 ohms to 22734 ohms (high impedance). The impedance increase occurred on (B)(6) 2016. Attempts for additional relevant information have been unsuccessful to date.